Event description:
The customer reported to cardiac science, MFR, that the AED battery vented.

Manufacturer narrative:
Failure analysis is in process and results will be provided in the follow-up reports.